Event description:
During the review of another report, it was discovered by baxter (B)(4) that a colleague infusion pump had channel c fail accuracy. This condition interrupted delivery. The event occurred before use during service. Patient involvement is unknown. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is currently unknown. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be underinfusion on channel c. To correct the condition, the channel c pumphead module was replaced. If any additional information is received, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.